Manufacturer narrative:
No testing or system checkout was performed on the system because resolution of the issue was confirmed on call. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when trying to connect a medtronic navigation system to the imaging system by using the navigation connectivity button, the site would select the navigation system, then ok, and the system would not appear on navigation connectivity. The navigation system would also show red status for communication. After trying a couple more times, the system was able to connect. There was no patient present when this issue was observed. A medtronic representative set the mobile view station (mvs) of the imaging system to auto-detect the navigation system connection rather than it being manually selected before a case. This appeared to resolve the issue.